Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for an unrelated procedure. The left ventricular lead had become dislodged. The lead also exhibited a loss of capture. The lead was explanted and replaced. The patient's condition post procedure was stable and would continue to be monitored.